Event description:
Related manufacturer reference (B)(4). During an atrial tachycardia ablation procedure using a therapy cool path ablation catheter and a fast cath swartz hemostasis introducer, a pericardial effusion occurred. The ensite velocity system was used to localize a septal region tachycardia and several ablation lesions were attempted using the therapy cool path ablation catheter in the right atrium without successful termination of the arrhythmia. A transseptal puncture was then performed without difficulty using a fast cath swartz hemostasis introducer and guidewire using fluoroscopy and a non-sjm ice catheter. Additional mapping and ablation was continued, during which the patient became hypotensive. A transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. The patient was transferred to ICU and remained in stable condition. There were no performance issues with any sjm device.